Manufacturer narrative:
A reboot was performed, and the issue was marked for observation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision screen froze during use, and a warm restart did not resolve the issue on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.